Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? Initial procedure date; date that the patient returned with vocal cord paresis? Please indicate what medical or surgical intervention was performed? Why was the surgicel powder used during the initial procedure? What was the indication for use? How much powder was used? Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Where exactly was the surgicel powder used? What are the patient¿s demographics? (Age or dob, bmi, gender, pre-existing medical conditions). What is the lot number of product used? What is the patient¿s current status? What is the surgeon¿s etiology of the event?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date in 2018 and absorbable hemostat device was used. The doctor uses the absorbable hemostat device to aid in bleeding. The doctor tested the recurrent nerve intraoperatively just before wound closure and there was normal nerve stimulation at the end of the procedure. It was reported that the doctor removes the excess powder at the end of the procedure by suction, but does not irrigate. At the one-week postop visit there was evidence of recurrent laryngeal nerve palsy on nerve stimulation, which was also accompanied by vocal symptoms of hoarseness. Flexible fiberoptic endoscopy was performed, revealing vocal fold paresis on the operated side. The doctor opines that the absorbable hemostat device may be playing a role in this process. There has been some recovery of the nerve in the patient. The doctor will report any residual effects. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? Yes, this is the only thing that changed in the procedure initial procedure date: na date that the patient returned with vocal cord paresis? Na please indicate what medical or surgical intervention was performed? Na why was the surgicel powder used during the initial procedure? What was the indication for use? Hemostasis how much powder was used? Enough to stop bleeding was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? Na where exactly was the surgicel powder used? Thyroid bed what are the patient¿s demographics? (Age or dob, bmi, gender, pre-existing medical conditions) na what is the lot number of product used? Na what is the patient¿s current status? Na what is the surgeon¿s etiology of the event? Na